Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 54 mg/dl, and the meter bg reading was 540-541 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to 540-541 mg/dl and experienced moderate ketone levels. Customer received normal third party assistance and delivered a correction bolus via pump. Customer acknowledged pump functioned as intended.